Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the available lot numbers and found to be according to the specification valid at the time of production. Conclusion and root cause: no product is available and therefore an analysis is not possible, but we assume based on the information available, the root cause of the failure is not product related. Rational: without further knowledge of the circumstances we assume subluxations, or so-called post jumps, would have been created here by some type of chiropractic care. These could have been caused by an external force. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not return.

Event description:
Country of complaint: USA. This patient dislocated her knee while receiving some type of chiropractic care. She was brought in a couple times to perform a closed reduction. She has a custom revision implant with a +3mm ps post which has been functioning well. Total knee revision. Components in use listed as concomitant devices are: nr122m / columbus rev f mc glid.surf.t2/2+ 14mm, nr073z / as columbus rev f tib.offset cement.t2, nr014z / as columbus rev f femur cemented f4r.